Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Right next to him. A couple of hours later, he received a notification that the sensor had failed and he needed to pair a new one. He attempted to pair a new sensor, and this one also failed. He was unable to get screenshots because the android dexcom g6 app does not allow it. We asked him to try one more sensor and to do the following: close out all apps /windows that are not being used. Clear out the internet cache/cookies. Ensure that the bluetooth is on, and have the location services enabled (for android) d the dexcom app and reinstall it, so that you can follow the prompts for setup again. Please reboot your phone between uninstalling and reinstalling. He did this, and this time received an error stating that both the transmitter and sensor had failed. Member needs a new transmitter and 2 new sensors.